Manufacturer narrative:
Upon further review, this event was found to be a duplicate of another complaint. See MFR 0001822565-2017-02378.

Manufacturer narrative:
(B)(4). Implant date: (B)(6) 2007. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient is having pain, grinding bone on bone, clicking, and nerves are destroyed in left knee. Attempts have been made and additional information on the reported event is unavailable at this time.